Manufacturer narrative:
Insulin pump was received with blank display due to battery tube was pushed down. Unable to verify failed battery test alarm due to blank display. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received failed battery alarm and there was a crack on the back of the insulin pump. Customer stated that the old insulin pump was broken and customer want new insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.